Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unable to perform any tests due to blank display. Pump was received with cracked reservoir tube lip and minor scratches on display window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 172 mg/dl at the time of the incident. The customer stated the insulin pump was exposed to water. The customer stated that someone dumped a bucket of water over his pocket where the pump was. The customer stated that the pump went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.